Event description:
Complaint (B)(4) for lifecodes class I ID (628200), lot # 3006385 was received on july 6, 2018. The customer reports pattern of positive results for historically negative patients when tested with class I ID lot 3006385. The lab's sop requires that all samples are pre-treated with dtt (dithiothreitol) prior to testing. Customer has been informed that pre-treatment with dtt is not a validated process and is considered off-label use. Immucor technical support requested the customer run the samples neat (without pre-treatment). Customer stated that they will not perform any trouble-shooting at this time but would like immucor to address this issue in their manufacturing processes. Customer confirms no patient harm. Customer reported the results because the assay is not used as a standalone test. Significant changes in reactivity are verified by an alternate assay. Review of final product quality control (fpqc) testing was performed, product specifications were met.